Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 259 mg/dl. The customer was unaware of what occurred prior to the hospitalization apart from passing out. The customer stated that she experienced a low blood glucose event prior to the paramedics' arrival. The customer treated her low blood glucose with a peanut butter and jelly sandwich as well as half a cup of orange juice. Troubleshooting was done. The customer's drive support cap appeared normal. The nurse informed that the perceived cause of the low blood glucose of 34 mg/dl previously was u500 insulin concentration. Advised to monitor the insulin pump and call back if the issues persisted. The customer stated that she would see her endocrinologist and monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.